Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt

Event description:
It was reported that the before insertion, the mynx vascular closure device (vcd) was checked and the balloon was leaking and would not inflate properly. There was no reported injury. The product is available for return.

Manufacturer narrative:
Complaint conclusion: it was reported that the before insertion, the mynx vascular closure device (vcd) was checked and the balloon was leaking and would not inflate properly. There was no reported injury. Multiple attempts to gather additional information have been made and have been unsuccessful. The product was not returned for analysis. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product instructions for use, users are instructed to discard the device if the balloon does not maintain pressure as was done in this case. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a device history record review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.